Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the broken cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels rose to 390 mg/dl (21.7 mmol/l) while wearing the pod on the leg between 25 and 36 hours. The patient¿s mother removed the pod and noticed the cannula was broken. The mother stated the infusion site was a bit more red than normal. There was no medical assistance required. As treatment, a new pod was applied.